Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, upon removing from the package, the thread of the device broke. They used different product to complete the case. No patient involved.